Event description:
Grasper became broken during use. Surgery time was extended approximately 2 hours, and an add'l incision was necessary to remove the fragment from the joint. Hosp reported no pt injury as a result of this situation.